Manufacturer narrative:
(B)(4) has attempted to follow up with the initial reporter to obtain the bag that malfunctioned. It is still unclear if (B)(4) will receive the affected set back for investigation. Because it has not been returned at this time, (B)(4) has been unable to investigate or confirm the complaint.

Event description:
The initial reporter states that the "bag does not deliver food; pump doesn't alarm." (B)(4) made multiple attempts to obtain more information and have the set returned for investigation, however, these attempts were unsuccessful. There have been no adverse effects reported. (B)(4).